Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the md inserted the sheath into the pt's left groin. As the md was inserting the iab through the sheath, the iab "bent and/or torqued" while going into the left groin. As a result, the iab and the sheath were removed as one unit. Another iab was retrieved and used. At this time there were no reported pt complications. Reference MDR #1219856-2009-000574 for the second report involving same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.